Manufacturer narrative:
A follow up report will be submitted on the completion of the investigation into this event.

Event description:
Following surgery the patient experienced stomach being extended and painful.

Manufacturer narrative:
We are unable to fully investigate this report as no product code or lot number was supplied. Clinical evaluation: atrium mesh products are intended for use in soft tissue deficiencies including hernia repair, chest wall reconstruction, traumatic or surgical wounds and other fascial surgical intervention procedures requiring reinforcement with a supportive material. Abdominal distention is an uncomfortable feeling often characterized by excessive passing of gas and a feeling of elevated abdominal pressure. This can be caused by a lot of factors including abdominal surgery. The normal structure of the abdomen is often altered by the surgery. Thus, air packets can form along the affected areas. This is especially the case when the patient undergoes an open abdomen surgery as opposed to laparoscopic techniques. This will cause some portions to retain air even after the surgery wound is closed. Laparoscopic surgery also involves inflating the abdominal cavity with gas and may contribute to abdominal distention and post-operative discomfort. Post-operative pain is a complication of many common procedures including hernia repair. Surgical technique can influence the development of chronic post-surgical pain and techniques to minimize nerve injury should be used whenever possible. The instructions for use (IFU) state complications may occur with the use of any surgical mesh and include, but are not limited to, pain, mechanical disruption of the tissue and/or mesh material, and adhesions when placed in direct contact with the viscera (intestines). The IFU also states that adequate mesh fixation is required to minimize post-operative complications. The fixation technique, method and products used (including sutures, tacks, staples or other means) is left to the discretion of the surgeon to optimize clinical outcomes.